Manufacturer narrative:
(B)(4)

Event description:
It was reported the asymptomatic patient presented to the clinic for a follow-up with inappropriate auto mode switching episodes that occurred due to far-field r-wave oversensing. One of the three recommended programming changes was completed. The patient condition after the change was stable and the patient will continue to be monitored.